Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir squirted out insulin during manual prime. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting was declined by the customer. No further details given.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The reservoir dose not leak and did not continue to drip after the leak test.